Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (an inadequate completion of prime/fill cannula step).

Event description:
The patient contacted animas on (B)(6) 2013, reporting that they were admitted to the hospital with a blood glucose (bg) of greater than 800mg/dl upon admission and was disconnected from the pump. The patient stated that they woke up yesterday with a high bg and they changed the site twice and the bg did not come down. The patient did not change the cartridge because it had insulin in it. The patient did not prime the tubing adequately with one site change although the patient changed tubing twice they did not prime or complete fill cannula step. The patient stated that they have been on the pump only for two months. Customer support (cs) advised the patient that the prime/fill cannula steps must be completed. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an inadequate completion of prime/fill cannula step.